Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six days post implant dislodgement was noted on the right atrial (ra) lead. The lead was explanted and replaced. The replacement lead also dislodged. It was revised and remains in use. No patient complications have been reported as a result of this event.